Manufacturer narrative:
Analysis found the unit with cracked and bleeding lcd glass. Analysis was unable to test for excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was 224 mg/dl at the time of incident. The customer's mother stated there is a crack and a black spot in the corner of the lcd. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to revert to back-up plan. The insulin pump will be returned for analysis.